Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced disconnection. The following information was provided by the initial reporter: caripul, continuous medication was noted to be disconnected, alaris pump infusion set with 0.2 micron filter leur lock is not connecting to broviac, connectors were changed and still not connecting. Leur lock is faulty.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of luer fitting incompatible could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because an invalid lot number was provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.